Event description:
The patient reported that the pump/drug may have caused lesions to grow around her spine. The patient thought the pump had been off for over a year and felt that it needed to be removed. No patient symptoms were reported. The type of medication, concentration, and daily dose that had been administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.